Event description:
The initial report indicated that inside packaging was damaged. Additional information indicated that prior to opening, the inner package had a loose speck inside the inner sterile package. Therefore, the package was not opened; instead another device was opened to complete the procedure. The device will be returned for analysis. The speck appeared to be a particle from the package, that was lose in the plastic tray, however the product was sterile.

Manufacturer narrative:
The initial report indicated that the inside packaging of the precise pro rx us was damaged. Additional information indicated that prior to opening, the inner package had a loose speck inside the inner sterile package. Therefore, the package was not opened; instead another device was opened to complete the procedure. The speck appeared to be a particle from the package, that was lose in the plastic tray, however the product was sterile. Although it was reported that the device would be returned for analysis, no product has been received in response to multiple follow-up investigative attempts. Should the product be received, further analysis will be conducted. A review of the manufacturing documentation associated with lot 14149214 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The operator qualification records for packaging and seal pouch inspection were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Based on the limited information regarding the material that was reported as being inside of the sterile pouch and without the return of the device for evaluation, no conclusion can be made regarding the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14149214 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were issued for this lot 14149214. The operator qualification records for packaging and seal pouch inspection were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The initial report indicated that the inside packaging of the precise pro rx us was damaged. Additional information indicated that prior to opening; the inner package had a loose speck inside the inner sterile package. Therefore, the package was not opened; instead another device was opened to complete the procedure. The speck appeared to be a particle from the package, that was lose in the plastic tray, however, the product was sterile. One sterile unit of precise pro rx 8x40mm was received in its original package, the outer box was opened and the inner pouch has the seal intact, inside the pouch there was a loose fragment of blue foreign material of 0.6 mm in length. No other discrepancies were found. The foreign material was observed under 50x magnification and compared against the packaging material and it was found that the loose foreign material is similar to the outer box. The foreign material reported by the customer was confirmed, the material was identified as debris from the outer box, and there are controls and inspections in the packaging process to prevent this type of discrepancies; however in this case the foreign material was inadvertently left inside the package. Awareness training was given to the packaging personnel in order to prevent failure to re-occur.